Event description:
It was reported that "leakage was observed from the optical module connector when connecting om-2 cable after surgery during use. It is unknown if the leakage had been observed during surgery." There were no patient complications reported.

Manufacturer narrative:
One pediasat catheter was returned for evaluation. The catheter was examined in the decontamination lab due to blood inside the proximal lumen which could not be cleared. Leak testing confirmed leakage between the proximal and optics lumens from inside the backform. Leakage was also observed from around the proximal extension tube at the backform. An x-ray was taken which was able to expose a void/air bubble inside the backform. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of leakage issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.